Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator could not be interrogated. The patient was not symptomatic. The issue was not resolved.